Event description:
It was reported that the physician had difficulty inserting leads into the pulse generator during implant. The implant was completed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.